Manufacturer narrative:
Evaluation: amo's field service engineer was onsite to perform preventative maintenance. No issues were identified. System is within amo's specifications. Additional narrative: amo's clinical development manager spoke with the customer. Cdm does not feel dlk related to laser.

Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on patient's left eye. Patient was prescribed lotemax. Patient's uncorrected visual acuity was 20/20 on the right eye and 20/20 on the left eye. Patient's symptoms resolved on (B)(6) 2013. On (B)(6) 2013, ucva was 20/20-1 on the right eye and 20/20-2 on the left eye.